Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.6 - 4.0 inr): qc 1: 3.1 inr, qc 2: 3.2 inr , qc 3: 3.2 inr. The maximum difference between measurements was 3 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable inr result from their coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At around 2:30 pm the laboratory result was 2.2 inr. At 3:36 pm the result from the customer's meter was 2.9 inr. The customer's therapeutic range is 2.0 - 3.0 inr. The laboratory result was deemed to be correct. There was no allegation of an adverse event. There was no change in treatment or changes in medication based on the meter result. The customer was not following the test procedure and dosing technique. The customer appears to stick her finger prior to the blood icon appearing on the meter. The customer is also taking longer than 15 seconds to dose the strip. The customer does not have hematocrit concerns, is not on heparin, is not on direct thrombin inhibitors, does not have antiphospholipid antibodies, no new medications, no new illnesses, and no signs of bleeding or bruising. The customer stated their diet is "okay." A week prior the customer had adjusted their coumadin dosage from 6 mg to 5 mg. The customer's meter and test strip have been requested for return. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.